Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed or replicated the customer reported complaint "the white gasket is burnt." Failure analysis found the primary finding of teflon damage to be related to the customer reported complaint. The instrument was found to have a damaged teflon. Approximately 0.041"x 0.247" was missing at the tip and was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad on the harmonic ace instrument was burnt. The generator prompted to reduce the pressure on the blade. The instrument was replaced. The procedure was completed with no reported injury.